Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was confirmed. No failure was identified for the unexpected shutdown.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that multiple unexpected shutdowns occurred; no additional information was provided pertaining to this allegation. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.